Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with 2 syringes of skinvive¿ by juvéderm® xc in the lower cheeks. Six months later, patient received flyfirm and topical gdpf treatments. Approximately one month later, patient noticed two bumps appeared on the lower face. Patient visited a dermatologist who injected kenalog. About one month later, patient noted the bumps were getting bigger, including a large bump on the left cheek. Physician performed a needle aspiration and determined the lump to be a "granulomatosis reaction". Symptoms are ongoing.